Manufacturer narrative:
This complaint was opened for an allura system. According to the additional information collected, the case was cancelled by the customer and the service was not provided by philips. The customer incorrectly opened this service order and there was no problem with the allura system. As there has been no complaint, this event was incorrectly reported.

Event description:
It has been reported to philips that the fluoroscopy was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.